Event description:
It was reported that a 2.5x22x150cm sleek balloon would not deflate for 20 min. The physician tried several maneuvers and ultimately able to deflate the balloon after repeated aspirations, then inflated further with tiny quantities of saline. The balloon ultimately deflated abruptly just before the physician thought he would have to rupture it with a power injection to get it out. The patient did well with no complications. The target lesion was the posterior tibial artery. Patient anatomy included combined isr and de novo stenosis (distal to stent. There was no difficulty advancing the guidewire to the target lesion and no difficulty advancing the device to the target lesion. The balloon was inflated once and was inserted into the patient once. The balloon inflated normally. The brand of contrast is unknown. The contrast to saline ratio was (30% contrast, 70% saline). The catheter was n ever in an acute bend, only within guide sheath at aortic bifurcation ("up and over" access). The device did not kink during use. The doctor attempted to deflate the balloon prior to attempting to remove the device from the patient but was unable to deflate. The balloon did not deflate at all for 20 minutes. There were no kinks noted on the device prior to or after use. There was no force ever required when using the device. It was easily removed from the patient after it finally deflated. The procedure was not complete when the device was removed and a replacement device was not required to finish the procedure.